Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted due to the right ventricular (rv) lead being unable to fit into the rv port. It was noted that the rv lead could fit into the right atrial (ra) port and the ra lead could fit into the rv port, additionally mineral oil was used but was unsuccessful. Technical services (ts) suspected that the lead likely could not get far enough into the rv port to make electrical connection. A different ICD was successfully implanted. This device has been received for analysis. No adverse patient effects were reported.